Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma following a generator change. The pocket was revised and an antibacterial pouch was implanted. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.